Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and strip (lot 39190321) were returned for investigation. Test strip lot 38560522 were not returned. The returned customer test strips and retention strips were measured with the returned meter with two human blood samples from warfarin donors in comparison to a reference meter and master lot strips. Donor 1 hct: 46%. Donor 2 hct: 47%. Testing results: donor 1 (2.2 inr): retention meter and master lot strips: 2.2 inr, customer meter and strips: 2.1 inr, customer meter and retention strips: 2.1 inr. Donor 2 (2.3 inr): retention meter and master lot strips: 2.4 inr, customer meter and strips: 2.3 inr, customer meter and retention strips: 2.3 inr. The obtained results were in the allowed range. No error messages occurred during investigation. The returned material and the retention material meet specifications. Relevant retention test strips (lot 391903 and 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:20 a.m. The meter result with test strip lot 38560522 (expiration date: 30-sep-2020) was >8.0 inr and then at 11:36 a.m. The meter result with test strip lot 39190321 (expiration date: 30-sep-2020) was 5.0 inr. The patient was not treated for high results and was advised by the doctor to withhold his warfarin for 2 days. The patients therapeutic range is 2.0-3.0 inr. The patient feels fine.